Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable total psa total (free + complexed) psa- prostate specific antigen (total psa) result for two patient samples. Of the data provided, only the results for one patient sample were discrepant. The initial result was 6.40 ng/ml. Two hours later, the sample was repeated and the result was 0.783 ng/ml. Both results were reported outside the laboratory. The physician questioned the result and the sample was repeated a third time. The result was 0.804 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected. The total psa reagent lot number was 16644201 with an expiration date of 03/31/2013. The field service representative was unable to determine a cause. He observed the operation of the analyzer and found several tube holders were broken and ordered a new wheel. The customer ran successfully and accepted all their results. To verify the analyzer operation, he ran diagnostics.